Event description:
Upon induction of anesthesia and intubation, it was noted that pt was not being ventilated appropriately by the anesthesia machine. Upon further investigation, the circuit tubing for the machine was noted to be connected incorrectly. Once the connections were corrected, appropriate ventilation was achieved. The anesthesiologist checked the machine as she normally does by holding the bellows and pushing the o2 flush on the machine to check the pressure. Everything seemed in order. She did note, however, that she could hear a leak once she placed the pt on the machine. Datex-ohmeda adu patient circuit, adult, disposable, lot #57939. Used in anesthesia machine during this event in 2008. Dates of use: approx 6 years in service. Diagnosis or reason for use: anesthesia for an endoscopic cholecystectomy. Event abated after use stopped reduced: yes.